Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 95 mg/dl. Advised that the insulin pump malfunctioned due to sticking buttons. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response, up and down button, due to corrosion on keypad trace. No unexpected numbers ramping during testing. The device had minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.